Manufacturer narrative:
On 02/16/2009, the catheter has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced a flank pain. She felt a burning sensation when a medication bolus was given. A magnetic resonance imaging revealed a 1.5 cm granuloma at the t9 level. The hcp reported there were no other neurological symptoms. The pump was used to deliver morphine 30 mg/ml at 9 mls/day. This was changed to dilaudid 6 mg/ml at 1 mg/day. The distal portion of the catheter was replaced. The new catheter tip was placed a t8. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.